Event description:
The bench technician found a loss of audio on the mx40 telemetry device. The device was not in use on a patient as the issue was identified by the bench technician during repair. No adverse event involving patient or user was reported.